Event description:
It was reported that the lead exhibited noise and a drop in hv lead impedance. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.